Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had damaged fiber bonding in the outer tube, broken light guide bundle of the video cable section, foreign material in the laser light cable of the video cable section and light transmission is lost or low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the foreign material in the laser light cable plug of the video cable section could not be determined whereas it is presumed that the other reported malfunctions occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.